Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device could not be opened. It is unknown if the device was applied to tissue at the time, and if so, how it was removed from the tissue. There was no harm to the patient. The site has indicated that no further information is available regarding this incident.